Event description:
Boston scientific received information that there was noise noted on the competitor right atrial (ra) lead as well as a lead safety switch (lss). The noise was reproducible with isometrics and a cause was undetermined. The lead was left in a unipolar configuration. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.